Event description:
It was reported that the pump did not work during infusion. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during testing. The customer reported complaint was confirmed, the file was determined to be not reportable. There was no reportable findings in the investigation. The device worked as expected.